Event description:
The pump was returned to animas for evaluation. Evaluation revealed that the force sensor is out of calibration. This report is being made based on the results of the investigation.

Manufacturer narrative:
(B)(6). Correction #: 2531779-03/24/2010-003-r. This report is made based on results of investigation completed on (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the force sensor was out of calibration. An ezprime operation was performed during testing and the pump pushed all of the fluid out of the cartridge during the load step and a "no cartridge detected" warning was emitted. Loss of cartridge detection was not evident upon review of the pump history prior to testing. A review of the device history record indicated that the pump was operating within required specifications at the time of release.